Event description:
In 2002, the pt was seen by the implant center for initial stimulation following surgery in 2001. At that time, the pt reported hearing no sound. Testing conducted by the center concluded that the device was functioning. X-rays were taken and the surgeon noted that the electrode array was not in correct location. The electrode array was repositioned during surgery in 2002. The device remains implanted.